Event description:
Event description guidant received information that while this patient was in the hospital for an unrelated surgery, this device was observed to inhibit pacing due to a sensing issue. This caused the patient's heart rate to drop down into the 40's. It was noted that this patient was in atrial fibrillation and no adverse patient effects were observed.